Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected opened used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings.

Event description:
Customer reported she received a change sensor alert after s second consecutive calibration error. Customer stated she received the second calibration error, charged the transmitter, started the calibration and received the change sensor alert. Blood glucose level 186 mg/dl. Nothing further reported.